Event description:
It was reported that "the pressure measurement value was showing 40mmhg higher than the customer expected during use."

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one flothru dpt with out any attached component for examination. The dpt zeroed and sensed pressure on a nihon koden bedside monitor without any problem. Pressure was measured at pressure values 0, 50,100 and 300mmhg and in reverse order. Electrical testing showed both input impedance and output impedance were within specifications. There was no visible defect found from supercomal cable connector. Pressure testing was performed with nihon koden bedside monitor and pressure gauge. Electrical testing was performed with digital multimeter. Visual examination was performed at 10x magnification. There was no evidence of a manufacturing nonconformance. Although the event could not be confirmed during analysis, it is possible that some other procedural factors may have occurred which could not be duplicated in our laboratory setting. No actions will be taken at this time. A supplemental report will be forthcoming with the device history record once received.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.